Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. White particles in the surface of the shell. Voids observed in the gel. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lumps, and contracture, baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "a lump or thickening in or near the breast or in the underarm area" and "moderate pain." Additionally healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.